Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The motion control batteries were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information that, while outside a procedure, it was reported that the imaging system immediately shuts off when it is moved. The motion batteries are failing. There was no patient present when this issue was identified.